Manufacturer narrative:
(B)(4). Evaluation summary: the device failed ground bond resistance test = .101 ohm (range .001 to .100 ohm) during rite electrical test. The device passed rite (return instrument test/evaluation) functional test. The assignable cause for device failed ground bond resistance test was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.